Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection found no deviations from the technical specifications that could be related to the perforation. The lead proved to be conforming to specifications and without defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 4 days, it was reported that the lead perforated the right ventricle (with potential pericardial tamponade). A new lead was implanted.